Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a continuous glucose monitoring (cgm) inaccuracy comparted to the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. Labeling indicates that sensor insertion is only approved in the abdomen for adults and upper buttocks/abdomen for patients between 2-17 years old. A follow-up report will be submitted upon completion of data evaluation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information and correction. If follow-up, what type - additional information. Device evaluated by manufacturer - additional information.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No product was provided for evaluation. The reported inaccuracy could not be confirmed and a probable cause could not be determined via product.